Event description:
These devices were returned from the international affiliate with no reason. No information was provided.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent event date - unknown, assumed 1st day of month ((B)(6) 2013) that the devices were received. Device a was returned with the distal tip of the blade broken off and not returned with the device. The device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. The location of the break is inside the tube proximal to the tissue pad, a result of contact with metal. The device b was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed.. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Device b: batch j90z02, mfg, date 4/19/2012, exp date 3/19/2017.